Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition, but noted to be missing the battery door. The event history log was unable to be downloaded. The device underwent delivery accuracy testing-delivery accuracy testing found the pumps average delivery error to be within the published specification. This investigation was unable to confirm the reported customer complaint.

Event description:
Information was received that a smiths medical cadd legacy failed accuracy volume tests. No adverse effects reported.

Event description:
Additional information was received indicating that there was no patient involved.